Event description:
It was reported that the patient called the hospital as the patient alert triggered every four hours. Upon remote monitoring, it was found that the lead integrity alert had triggered due to increase to high right ventricular (rv) impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance sub threshold lead impedance on (B)(4) 2012. The weekly pacing lead impedance trend data shows an increase for ventricular pace bipolar impedance of 703 to 2622 ohms peak between (B)(4) 2012.